Event description:
The lap band was prepared and given to the surgeon to place and he noticed that the tubing was shorter than normal. The surgeon noted the band tubing had separated from the port connection end. The entire lap band was removed and replaced with another new lap band for placement.